Event description:
It was reported that this right atrial ra lead was explanted due to dislodgement. Lead was successfully replaced. No additional adverse patient effects were reported. Lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. Lead was successfully replaced. Lead has been returned for analysis. No additional adverse patient effects were reported.